Event description:
It was reported that the customer had high blood glucose levels of 602 mg/dl. The customer reported being hospitalized on (B)(6) 2014. The customer was hospitalized due to high blood glucose levels and diabetes ketoacidosis. The customer treated with manual insulin injections. The customer indicated having symptoms consistent with high blood glucose levels including thirst, nausea, and moderate ketones. The customer was wearing the insulin pump at the time of hospitalization. The customer declined to troubleshoot because she believes the high blood glucose was due to the quick release of the insulin pump coming loose. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.